Event description:
A nurse reported that the vitrector stopped cutting during vitrectomy surgery. The surgery was completed on the same day but unknown how it was completed. The suspect product had patient contact, but there was no impact on the patient. Additional information was requested and non-received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).